Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was manufactured from february 12, 2020 - february 13, 2020. The actual device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem, and no signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred during filling phase prior to patient use. The device was being filled with 10mg 5-fluoruracil and saline. There was no patient involvement. No additional information is available.